Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy device (crt-d) reached early battery depletion. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.